Event description:
It was reported that: "pt complained of popliteal pain w/deep flexion. Knee felt loose months after replacement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.